Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone indicating that the insulin pump had blank display. Customer's blood glucose was 462 mg/dl. The customer used the old pump to treat and gave herself some insulin. The customer was not hospitalized. The customer stated that the device was not damaged or dropped and hasn't been exposed to moisture. The customer insulin pump was on suspend and assisted with rewinding the device. The customer was advised the we would replaced battery cap and asked to use an energizer battery.